Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. The device was bloody. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a partial separation at the collar. The inner diameter (ID) of the guidezilla was measured at the distal tip. The ID was meeting specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was done by inserting a lab supplied 4.0 stent balloon catheter into the collar of the guidezilla device. The stent catheter loaded into the guidezilla easily, and advanced through the tip of the device without issue. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11126 and 2134265-2017-11124 . Reportable based on analysis completed on (B)(6) 2017. It was reported that advancing difficulties of another device through the guide catheter were encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 4.00 x 28mm synergy drug-eluting was advanced to treat the lesion with the extra guide support of a 145, 5-in-6 guidezilla¿ guide extension catheter. However, it got stuck in the guide extension catheter and was pulled out due to resistance encountered through the artery. The stent was mangled and damaged. Another 4.00 x 24mm synergy ii drug-eluting stent was advanced but it also stuck in the guidezilla guide extension catheter and the stent was also damaged. The procedure was completed using a new guidezilla guide extension catheter and a 3.5x28mm synergy stent. No patient complications were reported and the patient's status was fine. However, device analysis revealed a partial separation at the collar.